Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sensor values. Customer care recommended that the user re-link their sensor to allow the system to re-initialize and converge faster. Post-relink, the system was continuing to adjust after the user's insertion and they were advised that they would start to see improvement soon. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 9th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.